Event description:
It was reported during intra-op for fess procedure that the device had runs continuously. Ipc was used, did not activate immediately. Surgeon was able to use handpiece correctly at first during the procedure, this problem started later in the procedure. The device was rest and its turned on itself. The user did not activate the device. Procedure was completed with back-up products. There was no patient impact.

Manufacturer narrative:
H3: the customers complaint cannot be confirmed the device does oscillate. The bearing are worn. The housing is worn medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Correction: added g2 PMA / 510(k). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.